Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after several attempts to place the right atrial (ra) lead, no optimal placement was found as the lead did not keep its position. Assessment of the helix under fluoroscopy was unclear and the physician extracted the full lead. Upon examination, they noticed that the helix mechanism did not work properly as it was not extracting/retracting smoothly. In addition, the helix seemed to extract with an axis deviation. A new lead was implanted. No patient complications have been reported as a result of this event.